Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in (B)(4) alleging the meter was intermittently reading blood as control solution. There is no indication that the subject meter caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the cca. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up # 2 ¿ (6/11/2013). The patient's meter has been returned and evaluated by lifescan product analysis on 1/29/2013 and 5/28/2013, respectively, with the following findings:the meter involved with this complaint have passed all testing with no faults found. The meter was found to be unable to reproduce a blood reading as control message. If any additional information is available, the FDA will be notified in a second follow up report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the test strip passed testing with no faults found. The meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.